Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient had serum buildup over the catheter and pump site secondary to malnutrition and loose skin. The catheter was subsequently replaced, and the pump pocket was revised due to pump migration within the pump pocket during a revision surgery on (B)(6) 2017. The serum in the pump pocket was drained.